Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparatomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was available.